Event description:
It was reported that a cannulated screw tract contained foreign matter during surgery. While outside the sterile field, the product was verified with a k-wire. It was found that he device contained foreign matter. This was also described as a sextant ii case. There were no patient complications.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. A visual examination confirmed that no foreign matter currently present. Product appears made to specification. In addition, device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.